Event description:
The customer reported a solid red x and an ECG front end failure error message. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported a solid red x and an ECG front end failure error message. There was no reported patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.